Event description:
It was reported that a patient presented with high and out of range high voltage impedance on their right ventricular lead. No intervention was reported. The patient was stable throughout.